Manufacturer narrative:
Manufacturer narrative: the customer reported that the nibp (none invasive blood pressure) cuff was not deflating on the bedside monitor (bsm). When taking a blood pressure reading, the cuff either does not deflate or was taking a long time to do so. The biomedical engineer tried a brand new cuff and hose; however the issue was not resolved. When tested on a simulator the cuff had no issues. The cuff position and correct fit of the cuff was verified. The customer sent the bedside monitor (bsm) in for evaluation and repair. The unit was cleaned and evaluated. The reported problem of "taking a long time to deflate" was duplicated. Also, the upper front enclosure was broken. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 8 hours of extended testing and operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the nibp (none invasive blood pressure) cuff is not deflating on the bedside monitor. When taking nibp, the cuff either does not deflate or takes a long time to do so. Biomedical engineer tried a brand new cuff and hose, however, the issue was not resolved. When tested on a simulator the cuff does not display any issues. Cuff position and correct fit of the cuff was verified. Customer would like an evaluation. A loaner unit was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the nibp (none invasive blood pressure) cuff is not deflating on the bedside monitor.